Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer reported false positive result using kit 256082 lot#: 1004494 and lot#: 0353009 on veritor analyzer with sn: (B)(4). Customer reported three incidents of false positive: 2 on (B)(6) 2021 (lot#: lot#: 0353009) and one on (B)(6) 2021 (lot#: 1004494). Customer pull out this analyzer from testing line and is not comfortable using it. The kit lots has been tested on other analyzers without incidents. "

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 1004494. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. The root cause could not be identified. However, there is a trend against false positive results. Bd has initiated CAPA 1878253 (corrective and preventive action) to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " customer reported false positive result using kit 256082 lot#: 1004494 and lot#: 0353009 on veritor analyzer with sn: 2002240j0dff0. Customer reported three incidents of false positive: 2 on 05/03/2021 (lot#: lot#: 0353009 ) and one on 05/24/2021 ( lot#: 1004494). Customer pull out this analyzer from testing line and is not comfortable using it. The kit lots has been tested on other analyzers without incidents. "